Event description:
Additional information was received from the manufacturer representative (rep). Rep reported rep reported both of the leads were revised on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023. Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Previous information regarding lead migration was reported, with new information that there was a return of pain. A revision is planned, but not yet scheduled, so the issue is not yet resolved. The rep reported they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported their was lead migration; rep was able to reprogram stimulation on his other lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, serial: (B)(6), product type: 0200-lead, brand name vectris surescan; product ID 977a260, serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.